Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported on (B)(6) 2016 they started to feel stimulation in their right ribs along with their legs, although they were only supposed to feel it in their legs. The consumer further reported that after surgery the manufacturer's representative (rep) told them if they started feeling stimulation in the ribs it could be that the lead moved. The consumer was trying to get in touch with the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.